Manufacturer narrative:
Investigation: a visual inspection revealed that the jaws were somewhat burnt. There was some evidence of blood. A pre-cautery test was performed on the device with saline saturated gauze and a reference power supply and extension cable. The device passed the pre-cautery test, it produced steam and heat during several activations and shut off when the toggle was released. Based upon the functional test, the reported failure "sticking" could not be confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the tissue was sticking to the vasoview hemopro jaws, causing it to tear branches and the vein. The tears were repaired by using prolene and they were able to use the vein. A replacement unit was used to complete the procedure. The hosp did not report any pt effects. The product was returned.